Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was also collected from the device and analyzed. Analysis revealed a write to locked ram power on reset (por.) Firmware initiated an error detection and correction (edc) error occured on (B)(6)2009-. It was noted by the analyst that these pors are considered not critical. This device was included in a field action and returned product testing found the device did not perform as described in the field action. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2005. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted due to battery depletion, and subsequently tested out of specification when performance data was analyzed. No patient complications have been reported as a result of this event.